Manufacturer narrative:
Customer's inhouse biomed engineer performed an onsite investigation and reported to ge service representative that the system's uninterruptible power supply (ups) and intelligent shut down (isd) circuit board were evaluated and replaced. The biomed engineer and ge representative also repaired a connection issue found during the investigation. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.